Event description:
It was reported to boston scientific corporation, that during a ureteroscopy, a sensor urological guidewire was used. The event date is unknown. According to the complainant, while the wire was passed down a cystoscope, the coating began to come off. The procedure was completed with another sensor guidewire. There were no patient complications and the patient condition was reported as "satisfactory".

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.